Event description:
It was reported the right atrial (ra) lead exhibited noise and oversensing due to a possible fracture. The ra lead was reprogrammed, the patient was admitted to the hospital and is awaiting a full system extraction and new system replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).